Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise seen on atrial channel on home monitoring recordings beginning on (B)(6) 2025. Clinic performed quick check today and noise still seen. Clinic will bring patient in to assess this chronic lead. Lead remains implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes.